Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a blood leak occurred with the combiset bloodlines during the patient¿s hemodialysis (hd) treatment. Additional information was obtained from a user facility certified healthcare technician (cht). The blood leak occurred at the beginning of treatment. The patient's blood pressure was being taken by a member of the healthcare staff when the blood leak was observed and it was discovered that the saline line had disconnected. It was noted that the line was not being handled prior to disconnection. There was no defect or damage noted on the bloodlines prior to this event. There were no loose connections or issues encountered during prime. The patient¿s estimated blood loss (ebl) was approximately 15 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on the same machine with new supplies. The complaint device was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the customer for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combiset bloodlines shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility biomedical technician (biomed) reported that a blood leak occurred with the combiset bloodlines during the patient¿s hemodialysis (hd) treatment. Additional information was obtained from a user facility certified healthcare technician (cht). The blood leak occurred at the beginning of treatment. The patient's blood pressure was being taken by a member of the healthcare staff when the blood leak was observed and it was discovered that the saline line had disconnected. It was noted that the line was not being handled prior to disconnection. There was no defect or damage noted on the bloodlines prior to this event. There were no loose connections or issues encountered during prime. The patient¿s estimated blood loss (ebl) was approximately 15 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on the same machine with new supplies. The complaint device was discarded and is not available to be returned to the manufacturer for physical evaluation.